Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappeared.